Event description:
A patient with a history of gallstones and uti developed abdominal pain during the dialysis treatment. The abdominal pain increased through out the treatment. The patient was hospitalized and reported to have hemolysis, bacteremia and dic. Several days later, the patient expired. Phoenix machine performed per manufacturer's specifications. The cartridge blood tubing set, revaclear dialyzer and bicart were discarded and not available for investigation.